Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service and mentioned having a reaction to the island dressing 16-0044-0. Patient states the adhesive causes him to break out in rash. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).